Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-01083. It was reported one of the patient's leads had migrated which resulted in the patient experiencing rib stimulation. In addition, the other lead exhibited high impedances and reprogramming was unable to restore pain relief. Surgical intervention is planned to address the issue.